Event description:
It was reported that a 'lock cassette alarm' occurred. No patient injury was reported.

Manufacturer narrative:
The device was returned for an evaluation and functional testing was performed. The device passed the functional test and there were no issues found with the latch lock, as a preventative measure, recommend replacing the latch lock and latch lock flex. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated . H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was not duplicated. The device passed the functional test and there were no issues found with the latch lock. As a preventative measure, replaced the latch lock and latch lock flex. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed. Corrected data: d4: correction: model number: 2120.